Manufacturer narrative:
(B)(4). Medical devices: m2a magnum 42-50m tpr insrt +6, pn 139259, ln 072820; m2a-magnum mod hd sz 46mm 46mm., pn 157446, ln 232720; unknown cup, pn unknown, ln unknown. Report source- (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09034; 0001825034-2018-09035; 0001825034-2018-09167. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (retained by hospital). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient received the first total hip arthroplasty approximately 9 years prior to the revision surgery which was due to metallosis. Corrosion was also noted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.